Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal 5mm, 23cm, curved jaw sealer, during a therapeutic total laparoscopic hysterectomy procedure, it was reported, it was no longer available for excision of the last vaginal transection during the tlh procedure and an error was occurring from the esg-410, indicating that sealing was impossible. Additionally, after the error occurred, the ps-0523cjda became unusable and bled, but it was completed using only the electrocautery knife that was used. When informed that the bleeding was more than usual, a hearing was conducted to determine how much more, and the response was about 50 ml. There was a delay in the procedure of equal to or greater than 30 minutes and the procedure was completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, corrections to fields d4 expiration date and h6, and update to fields d4 primary UDI number, d8, d9, g1, and h4. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the alleged issue: adhesion of carbonized tissue to the jaws. The event can be prevented by following the instructions for use which state: 16.6 sealing of blood vessels, lymphatic vessels and tissue bundles caution keep the jaw of this product clean during the procedure. Coagulated material accumulated in the jaw may impair the performance of this product. Do not apply high-frequency output while cleaning the jaw, as it may cause burns to medical staff. Olympus will continue to monitor field performance for this device.